Event description:
It was reported that the trocar was introduced after confirmation of an appropriate skin incision. Dr entered the trocar at a slinght angle in his normal fashion pointed toward the uterus, he put in the trocar with out much difficulty without using any twisting motion. The green obturator was removed and the laparoscope was introduced through the cannula. The bulb of the foley catheter was visualized and the procedure was immediately converted to a laparotomy once they confirmed that the bladder was entered.